Event description:
It was reported that the patient fell at home. The patient had symptoms of a headache, shaking and was lethargic. The patient had multiple computed tomographys to confirm a hemorrhagic stroke. On (B)(6) 2022 the patient passed away due to a stroke. The death was not considered to be device related and the device operated as expected. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. No autopsy was performed. The device was not explanted and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a stroke. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.